Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2). (B)(6) 2012: the patient had unspecified injuries related to a defect in the composix e/x (device #1 and device #2) and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the two (2) composix e/x (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum to initial emdr to carry over patient information (a.4 patient weight and b.7 other relevant history) from previously provided information in sister file (tw#501557). Note that this supplemental emdr addresses unspecified injuries and general allegations related to the implanted bard/davol composix e/x (device #1). This supplemental emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol composix e/x (device #2). Not returned.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol composix e/x (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2). On (B)(6) 2012: the patient had unspecified injuries related to a defect in the composix e/x (device #1 and device #2) and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the two (2) composix e/x (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."